Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced off no power. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. The customer stated off no power occurred less than 24 hours from low battery alert. The customer stated used new (B)(6) batteries and the battery cap is ok. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low battery alarm noted. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.